Event description:
It was reported that the tubing of a blood compatible administration set was kinked and prevented flow. This occurred during infusion of blood. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). Evaluation summary: the device was received for evaluation covered in blood. An evaluation was unable to be performed due to the condition the device was received in. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.